Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter was not working during the procedure. The aspiration functionality is not known. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One probe sample was returned for evaluation. The complaint sample was visually inspected and deemed conforming. Actuation testing was performed and deemed initially nonconforming. An actuation retest after the probe was disassembled showed the cutter was able to actuate properly and was deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. No resistance was felt when the inner cutter was removed from the needle. The inner cutter was slightly bent. Wear marks were present at the bend area and the cutting edge of the inner cutter. The complaint evaluation does confirm the probe sample did not initially actuate to specification. The root cause for the probe not actuating cannot be determined from this evaluation. The most likely root cause for the poor actuation test was due to the interference present between the outer needle and the inner needle. No specific action with regard to this complaint was taken because the cause for the complaint issue cannot be determined from this evaluation; however since an initial actuation failure was present, an investigation has been completed and actions have been implemented to reduce the frequency of probe complaints. (B)(4).